Manufacturer narrative:
(B)(6).

Event description:
The patient's wife stated that the lancet of the patient's coaguchek softclix lancing device did not retract and protruded beyond the end of the protective end cap of the device. The patient scratched his hand on the protruding lancet and a small amount of bleeding occurred. The bleeding was stopped with a plaster. No adverse events were alleged to have occurred with the patient. The patient is well. The patient's product was requested for investigation.

Manufacturer narrative:
The patient¿s coaguchek softclick lancet device was received for investigation. The issue with protruding lancets could not be confirmed. The customer's device was tested with lancets (lot u21a8) at all different pricking depth settings. For each attempt, the needle was correctly retracted, ejected, and produced a puncture hole. The lancing device was disassembled for investigation and no abnormality was found. The lancing device worked in accordance with specifications.